Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with premature battery depletion via merlin.net transmission. The battery went into relaxation, but the voltage continued to drop rapidly. The device is subject to advisory. Device replacement was suggested. The device was explanted and replaced. Low out of range pacing lead impedance and non-capture was noted on the ra lead. The lead was capped and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported events of low atrial lead impedance and non-capture were confirmed. As received, a partial lead (distal end) was returned in one piece measuring 73.0 cm. Visual inspection of the lead found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil at 9.9 to 10.0 cm, 10.1 to 10.3 cm, 10.8 to 11.2 cm, and 31.2 to 31.3 cm from the distal tip. The cause of the external insulation abrasions is consistent with friction to a device or feature of the heart, and with the reported events.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2017.